Manufacturer narrative:
Implant regio 15 fractured. Construction was a implant retained dental bridge 13 to 15 with 16 as supporting suspension bridge. Patient suffered from periimplantitis following bone loss. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism. Re-submission and re-coding initial submission did not pass FDA gateway.

Event description:
Implant fracture.